Event description:
It was reported by the hospital that the patient underwent a hip replacement on an unknown date. Subsequently a revision procedure was performed on an unknown date due to ceramic head fracture. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown, implant date - unknown, explant date - unknown, manufacture date - unknown. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
A fractured ceramic head has been revised after an unknown amount of time due to ceramic head fracture. Although the exact cause for failure cannot be determined with the information provided, the roughened articulating surface of the head may indicate that it has undergone phase transformation. Due to the lack of additional information related to this case, it is unclear if other patient or surgical factors contributed.